Event description:
Reportable based on device analysis completed on 29-sep-2023. It was reported that luer lock nut was damage. An angiojet solent omni was selected for use for thrombectomy procedure. During procedure, it was observed that the back wire clip on the catheter was malfunctioning. However, it was further reported that the physician experienced difficulty tracking over the wire, as it failed to exit the catheter when pressure was applied. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an angiojet solent omni catheter. The catheter shaft showed multiple bends and kinks. The device was received with the tru-seal lock missing. A spare guidewire lock was used during functional testing. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 36 cm from the tip, the hypotube was broken and completely separated. The x-ray was used to verify hypotube separation. The device could not be functionally tested due to the extreme damage on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.